Event description:
It was reported the pt experienced a burning sensation at the left buttock ipg site during recharging. The stimulator was explanted and replaced, due to the pain at the site. The pt recovered without sequela.